Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2010, the pt contacted animas alleging elevated blood glucose (bg) levels in the 400's, 500's and 600 plus. The pt reported actual results of "117, 593, 574, 477, 400, 269, and 600 mg/dl". The pt claimed that he had symptoms of nausea and slight shortness of breath. He denied feeling nauseous or having abdominal cramps or chest pain. The pt also denied having any changes in activity or feeling ill. The pump's date/time was reportedly correct. The tdd and bolus history added up correctly. The basal history coincided with the basal rate screen. No associated alarms were noted from the history. An animas representative contacted the pt's wife on (B)(6) 2010, and obtained the following info. She indicated that the pt had ketones. She denied that the pt had any recent changes to his medications of activities. The reporter removed the cartridge from the pump and denied seeing any bubbles in the cartridge or tubing. The pump was replaced per hcp request. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed elevated blood glucose levels that can be associated with a serious injury.